Manufacturer narrative:
The customer was provided with a replacement device. Stryker evaluated the customer's device and was unable to duplicate the reported issue because the electrode tray was not returned. The customer informed that the electrode tray was disposed of and cant be returned. The root cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not detect the patient through defibrillation electrodes. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There was no alleged device contribution to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the patient through defibrillation electrodes. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. There was no alleged device contribution to the patient outcome.